Event description:
It was reported that two inserters broke on removal. The inserter tip broke on insertion, flush with the screw. An attempt was made to retrieve the broken tip, but it was pushed down further into the screw and could not be removed without damaging the screw. Another one was inserted with the same outcome broken flush with screw head. The surgeon was trying to remove the inserters and moving it from side to side when the tips broke off. Hand procedure cmc arthroplasty.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned and the remaining part was discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause may be as described in the event description that the surgeon was trying to remove the inserters, moving it from side to side when the tips broke off. Other most likely cause(s) include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, leveraging and torquing while leveraging the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.